Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap cholecystectomy procedure the surgeon used electro cautery by bard through the trocar. Charring occurred around the trocar and turned the trocar and the skin around the trocar black. The two surgeons completed the case, cut all of the black damaged tissue away and sutured to complete the case. There was no patient consequence.